Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon taking the tray from the carton it was noted that the tray was not sealed and therefore not sterile.

Event description:
It was reported that upon taking the tray from the carton it was noted that the tray was not sealed and therefore not sterile.

Manufacturer narrative:
Qn# (B)(4). The customer returned a pr-35041-hphnm kit for evaluation. Visual examination of the sample revealed that the sterile pouch the kit is placed in was partially opened (unsealed). The pouch was examined and there is adhesive transfer where the pouch is currently unsealed. There are no gaps in the adhesive transfer and it appears as though the pouch was once properly sealed along the border of the tyveck header. The packaging engineers for this kit were contacted to further evaluate the sample. The engineers concluded that based on the fact there is adhesive transfer along the pouch, the opened portion is mostly likely not caused by a manufacturing issue. In addition, teleflex contacted the customer to obtain more information regarding how the sample was found. The customer responded and stated that the individual who reported the incident no longer works for their company. If more information regarding this issue becomes available, the investigation will be updated accordingly. A device history record review was performed with no manufacturing issues identified. The customer reported complaint of a sterility issue could not be confirmed based on the sample received. Visual examination of the sample revealed that the sterile pouch the kit is placed in was partially opened (unsealed); however, the pouch was examined and there is adhesive transfer where the pouch is currently unsealed. In addition, there are no gaps in the adhesive transfer and it appears as though the pouch was once properly sealed along the border of the tyveck header. A device history record review was performed and no manufacturing issues were identified. Based on the sample received, information provided by the manufacturing facility and information provided by the customer, the probable cause of the opened tyvek pouch cannot be determined. If more information regarding this issue becomes available, the investigation will be updated accordingly.